Event description:
A patient reported experiencing inaccurate high results with a ot ultra meter. The patient's blood glucose results were 507mg/dl, 227mg/dl. Tests were done 11-20 minutes apart with a difference of 68%. Patient did not experience any adverse events. No further information has been reported.